Event description:
Add'l info rec'd from MFR 3/16/01: only an incomplete description is provided in the medwatch report. The info provided, however, leads MFR to believe that this is model 52123 manual breast pump. As there was no product provided nor specific identifying info in the medwatch report, MFR does not have the info required to identify a mfg lot nor serial number of this device. Without the subject device, no conclusions about this specific unit can be made. However, a wide range of results are typically found for any given breast pump, i.e. A pump that works well for one nursing mother will not necessarily work well, or perhaps at all, for another. In addition, both a nursing child and a breast pump can cause significant tissue irritation and, at times, damage such as cracked nipples and sore breasts. Therefore, while it is very likely that the event in the MDR report and use of the device are related, the event is not unusual given the nature of breastfeeding and pumping, and is not likely to be attributable to any failure of the device.

Event description:
The evenflo manual breast pump is poorly designed and caused injury to nipples when used as directed to pump breast milk for infant. Rptr feels this product should not be marketed as an effective breast pump.